Manufacturer narrative:
An event of aortic insufficient, and "aortic regurgitation with a stenotic component, and a torn leaflet" was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the patients medical history included "aortic stenosis and severe native calcification".

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted in a patient with a history of aortic stenosis and severe native calcification. During the implant procedure, a large amount of plaque in the root was removed and the aorta and aortic sinuses were repaired using a 5.0 prolene. On (B)(6) 2019, the patient presented with severe ai. Imaging revealed severe aortic regurgitation with a stenotic component, and a torn leaflet (location of tear not provided). The patient was referred for a valve in valve procedure. On (B)(6)2019, the valve in valve procedure was completed with a 26mm medtronic evolute r valve. On (B)(6) 2019, the patient was discharged.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On an unknown date, the patient presented with severe ai. Imaging revealed a torn leaflet and the patient was referred for a valve in valve procedure. On (B)(6) 2019, the valve in valve procedure was completed with a medtronic evolute r valve (size unknown). Multiple attempts were made to obtain additional information; however, the cardiologist was unwilling to provide additional information.